Event description:
Reference MDR #1219856-2010-00596 for the first event involving same patient. It was reported that the second intra-aortic balloon (iab) was inserted via the teflon sheath into the right femoral artery without difficulty. After the balloon was inserted into the patient, the fiberoptix sensor (fos) became inactive, so the iab and sheath were removed together. A tokai catheter was used with the same pump successfully. There was no reported patient death or injuries. There was no medical/surgical intervention required. The patient outcome was listed as "good." It is unknown if there was a delay in therapy. Additional information received on 8/30/2010 from arrow (B)(4) stated that the alarm was a class 3 alarm & arterial pressure fos signal was weak.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.